Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The serial number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Patient reported undergoing a 3-level acdf with a mobi-c disc inserted at c4-5 space on (B)(6) 2015. Patient reports initiating use of the spinalpak stimulator approximately thirty-three (33) days post operative and utilizing the device for twelve (12) hours a day. Patient reports removing the device after 44 days of use due to patient allegations of increased radiculopathy and swelling of the prevertebral region. Patient reports that the alleged radiculopathy subsided 75% within 24 hours of removal of device and the alleged radiculopathy subsided 100% within 48 hours of removal of device. This report is based on allegations set forth in patient's correspondence and the allegations contained therein are unverified.